Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked, it was reported by customer that the catheter leaking from the hub post insertion. Verbatim: catheter leaking from the hub post insertion.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photo. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.